Event description:
A multi-band ligator was used for banding of esophageal varices. After the banding was completed and the endoscope was removed, the physician noticed that the clear barrel had detached in the patient's esophagus. At that time an ear, nose and throat physician was called in to remove the clear barrel by using a rigid esophagoscope with forceps. There was no patient injury reported. According to information provided from the user, a pentax endoscope, model number eg2731, was used with the multi-band ligator. This endoscope model has an outer diameter of 9.0mm. The product labeling states that the device is compatible with endoscopes having an outer diameter of 9.5mm to 13.0mm.